Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that the pwd had an issue with a cleo 90 last saturday. Pwd reports her cgm readings showed high. Pwd confirmed her cannula was kinked and she did not have insulin being delivered into her abdomen. Pwd stated insulin was still coming out of her cannula which was why she did not receive a line block alarm. After changing out her cassette, infusion set tubing, and infusion site, pwd reports her cgm readings began to go back to her correction range. The event did affect patient care but there was reported no injury to the patient.